Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device log showed ECG signal was acquired via lead ii for approximately 2 minutes before the signal ended in what appeared to be from removing the electrodes from the patient. Several seconds later, pads on message was seen along with a valid patient impedance and CPR activity, but the ECG is still in lead ii. It should be noted that when utilizing the pace function, the device is required to utilize ECG lead as a source for ECG signal, which appeared to be removed from the patient. Also there was no indication that the device was switched to pace mode. This report has bee attributed to improper use of the device by the end user. The device was tested and confirmed to be working to specification. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a (B)(6) year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.